Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reloaded the existing cartridge to resolve the issue.